Event description:
It was reported the pt had stopped using his scs system due to the ipg pocket becoming hot and painful. In addition, the pt reported jolting sensations at the pocket site. The pt had subsequently stopped charging the ipg. Follow up identified the pt was scheduled for an appointment regarding the issue.

Manufacturer narrative:
Action/recall #s: 1627487-07262012-002-r; 1627487-12192011-001-c; 1627487-07262012-001-c. This ipg serial number was included in field advisories and field corrections. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.